Manufacturer narrative:
(B)(4).batch # p9272e. Device analysis: the analysis found that the mcs20 device was received with the cartridge cover broken; the broken part from the cartridge cover was not returned. In addition, the tyvek was returned along with the instrument. Due to this condition, no functional testing could be performed to evaluate the reported incident. 10 clips were found inside clip track. A possible cause for the damages found is excessive force applied over the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during a thyroidectomy procedure the clips would not form properly. A like device was used to complete the procedure. No additional information is available. There were no patient consequences reported.